Event description:
Patient was revised to address pain. Update: (B)(6) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records indicate that the patient was revised because of superficial infection with metal-on-metal reaction. Records are available for further review.

Event description:
Patient was revised to address pain. (Left hip).

Manufacturer narrative:
The devices associated with this report were not returned. Per the initial reporting; patient x-rays are not available for examination. Review of the device history records and/or a lot specific complaint database search was not possible as the product and/or lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient was revised to address pain. Update: 10/14/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records indicate that the patient was revised because of superficial infection with metal-on-metal reaction. Records are available for further review. Update rec'd 6/6/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, grinding sensation with audible squeaking, and toxic cobalt-chromium metal debris to be released into tissue surrounding the implant. Doi: (B)(6) 2004 dor: (B)(6) 2012 (left hip). Aug. 28, 2014 updated patient and product codes. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Per the initial reporting; patient x-rays are not available for examination. Review of the device history records and/or a lot specific complaint database search was not possible as the product and/or lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update ¿ 11/08/2016 pfs and medical records received. After review of the medical records for MDR reportability, the metal ion levels provided were at non-reportable levels. There was no new information provided that would affect the existing investigation.